Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope's image was distorted and flickering/noisy. The malfunction occurred during a therapeutic transabdominal preperitoneal procedure. The procedure was able to be successfully completed with the same device, there were no reports of patient harm, nor a procedural delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d8, h3, and h4. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.